Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility patient care technician (pct) reported that a dialyzer blood leak occurred at the start of a patient¿s hemodialysis (hd) treatment. The pct stated the blood leak was visible in the hansen of the arterial line. Additional information was obtained through follow up with the facility¿s clinic manager (cm). The cm confirmed the blood leak occurred immediately at the start of treatment. The cm reported the leak to be internal, and visible in the dialysate compartment of the dialyzer. The machine, a fresenius 2008t, alarmed with a blood leak alert. Fresenius bloodlines were also being used for the treatment. Blood test strips were not used; the cm said it was an obvious blood leak and they were not needed. No visible damage was identified on the dialyzer. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was less than 100 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. However, as a precaution, the patient was prophylactically administered a one-time dose of antibiotics (cefazolin, 1000 mg). The antibiotic was administered per the doctor¿s order. Janell confirmed the patient did not develop any symptoms due to the blood leak. The patient was able to complete treatment after being re-setup with new supplies on a different machine. The dialyzer was reportedly available to be returned for a manufacturer evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps were attached to the dialyzer, along with ogden adapter caps, tubing connectors, and a cri-line blood chamber. Blood contamination was noted throughout the fiber bundle. During gross visual examination, a delamination was observed on the cavity ID end of the dialyzer. The delamination extended from approximately 300 degrees to 0 degrees, with the dialysate ports situated at 0 degrees. A delamination is known to impact the integrity of the dialyzer and cause a leak, and therefore, the sample was not subjected to a laboratory leak test. Further examination of the fiber bundle did not identify any other damage or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.